Event description:
It was reported that a left atrial appendage was perforated during a left side flutter case. Pericardiocentesis was performed. Patient reported as in stable condition. The mobicath was one of the devices used during the procedure.